Event description:
It was reported from a market evaluation, while the scrub tech was cleaning char off of the tip of the 4.0 plasmablade, the end paddle piece pulled out. The unit was replaced.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies.